Manufacturer narrative:
H.6. Investigation summary: material #: 364314. Lot/batch #: 2243785. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. The nature and origin of the foreign matter could not be determined from the photos. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that prior to using bd preset¿ arterial blood collection syringe, there was foreign matter on the wall of one syringe. No patient impact reported. (B)(6)2023.07:40 the nurse followed the doctor's advice to draw arterial blood from the internal medicine patient and found obvious stains on the wall of the syringe, immediately replaced the new arterial blood gas needle, and carefully checked and confirmed that it was qualified before use.